Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the proximal lateral tibia plate and screws were broken. Due to an acute infection, the broken implants, a medial plate and additional screws, were removed and resolved with temporary external fixation placement.

Manufacturer narrative:
The reported event could not be confirmed since no evidences that the infection was product related were provided, also there is no allegation against the device in question. The device inspection revealed the following: the visual inspection has shown that the screw has some slight wear marks at the thread and the screw head, these marks can be traced back to normal use during insertion/extraction. Otherwise is the device in a good condition, no damage that could have contributed to the reported infection or the breakage plate and the screws could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. Based on the available information it is not possible to define the root cause of the reported infection, it can be confirmed that the device in question was supplied in unsterile condition to the customer. In this relation following statement from the instructions for use can be pointed out: ¿warning in the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides.¿ if more information is provided, the case will be reassessed.

Event description:
It was reported that the proximal lateral tibia plate and screws were broken. Due to an acute infection, the broken implants, a medial plate and additional screws, were removed and resolved with temporary external fixation placement.